Event description:
After we loaded the pt into the aircraft the balloon pump would not work. The balloon pump was plugged in and it would not turn on. We had to manually pump the balloon every 2 - 5 minutes to prevent clotting. In flight we were able to coordinate a new balloon pump to be brought to the airport to meet us when we landed. Duration: 2 hours. Reason for use: cardiac injury and fatigue.